Manufacturer narrative:
(B)(4). Unk devices of multiple part/lot numbers were implanted during the procedure including: part: 876-313 / lot: unknown (x2) part: 876-013 / lot: unknown (x2) products from multiple manufacturers were implanted during the procedure. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that a clinical study control patient underwent an acdf procedure at level c5-c6. The following post-operative event was reported: post op visit date- (B)(6) 2004 ae onset date: (B)(6) 2004 ae description: pt continues to have pain as before surgery. Pt also has increased muscle spasms between shoulder blades medication: yes additional treatment: gentle rom and exercises to cervical and shoulder girdle area 3x week was suggested to pt to do post op visit date- (B)(6) 2004 medication: yes referred to specialist: yes other treatment: MRI, home exercise program massage therapy additional treatment: pt. C/o bilateral arm pain with radiation down left arm. Refer to physiatrist; begin vioxx, home stretching exercise program, massage therapy, MRI done additional comments: pt. Has had these pains for 8-10 years post op visit date- (B)(6) 2004 medication: yes referred to specialist: yes other treatment: x-rays additional treatment: refer to physiatrist; vioxx p.o. Description: re-visit in 3 mo. Additional comments: pt continues, to c/o neck pain now radiating up into her head as well as pain into the left shoulder and arm post op visit date- (B)(6) 2005 referred to specialist: yes injection: cortisone other treatment: spect, MRI post op visit date- (B)(6) 2006 medication: yes referred to specialist: yes other treatment: MRI - bone scan - CT - cervical xrays additional comments: on flexion / extension x-rays there is some lucency noted around the graft at both the inferior and superior portions. On the plain lateral view, the graft looks solidly fused. Post op visit date- (B)(6) 2006 medication: yes additional surgery: anterior cervical discectomy additional surgery date: (B)(6) 2006 hospitalization: yes additional treatment: exploration of c5-6 fusion with removal of atlantis plate and refusion with connect allo graft and autologous stem cells, seplating with delta lock plate. C5-6;bone marrow aspiration left anterior ileum additional comments: pt had a failed fusion at the c5-6 level a bone growth stimulator will be ordered for pt. To wear post operatively post op visit date- (B)(6) 2008 medication: yes referred to specialist: yes injection: medial branch block bilateral c4-c5 facet block, left c2-c3, c3-4 facet block other treatment: ordering bone scan therapeutic massage acupuncture additional treatment: acromioclavicular joint injection (B)(6) 2006. C4-5 facet injection (B)(6) 2007. C2-3 and c3-4 facet injections (B)(6) 2007 left c4-5 medial branch blocks (B)(6) 2007. Description: pt. Continues to have persistent neck pain, as well as headaches, and pain into particularly the left shoulder additional comments: today's xrays show no complication with the fusion. There is some calcification just below the plate at the c6 level and some slight anterior spurring at c4-5 post op visit date- (B)(6) 2009 medication: yes injection: (B)(6) 2008-bilateral c4-5 facet, (B)(6) 2008-bilateral c6-7 facet 3-c3-4 other treatment: c3-4, c4-5 provocatine discography (done on (B)(6) 2008) additional treatment: 20mg triamcinolone and 05cc of 0.5 percent marcaine 0.4cc injected into each joint 2 20mg triamcinolone and 0.5cc of 0.5 percent marcaine 0.4-0.5 cc injected into each joint 0.1 to 0.2cc increments of contrast containing 10mg/cc of cefagalin description: pt states pre-op pain is worse additional comments: pt reports to continuing her po meds: ultram 200mg once qd vicoden 500mg prn robaxin 750mg 2-3qd."